Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during surgery, there was no problem with the device and the operation was completed without problem, however lymph leakage occurred after the surgery.